Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that there were no adverse patient effects with regards to the guide wire. The patient was being under routine monitoring. The returned guide wire had its coil wire elongated from the middle solder, 45 mm from the distal end. At approximately 40 mm distal to the middle solder, the core wire was found fractured. The fractured core was microscopically observed. The fracture surface was oblique and spiral marks were observed on the core wire shaft. These findings inferred that torque was applied while the core wire was being bent. On the distal side, the coil wire started to elongate at approximately 6 mm from the distal end. The inner coil wire was exposed under the elongated coil. The coil wire remained unfractured as the distal soldering was intact and attached on the distal end. To observe the inner coil wire, the coil wire was removed. Coil pitch of the inner coil wire was widened. The inner coil wire was not fractured. To observe the core wire, the inner coil wire was removed. The core wire was fractured at approximately 5 mm from the distal end. As seen on the proximal core fracture surface, the same characteristics were found on the distal side. By measuring the core wire length of the returned guide wire, it was concluded that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that torque exceeding the product's design limit might be inadvertently applied to the guide wire while its tip was being bent and trapped by the calcified cto lesion. Elongation of the coil wire was assumed to be occurred upon removal of the guidewire from the anatomy. There was no indication of product deficiency. Although no adverse effects were reported, it could have cause patient harm if this were to recur, thus this malfunction was considered reportable. When the device was returned to the manufacturer, reportable malfunction was recognized; therefore, the date the manufacturer became aware was considered the date the device returned. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that during a pci to treat a moderately calcified cto lesion in the lad #6, the subject guide wire was used with a support catheter, the physician recognized something wrong with the guide wire and stopped using it. Another guide wire was used to resume the pci. The blood flow was reestablished by stenting.